Event description:
A nurse reports a fiber was not on the surface of the intraocular lens (iol) after folding and inserting it into the pt's eye. The surgical incision was enlarged, the iol was removed and another iol was implanted.